Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. (B)(4)

Event description:
Customer's mother reported via phone call that insulin pump had moisture under display screen due to customer falling into swimming pool with insulin pump. Customer's blood glucose was 111 mg/dl. Caller was advised that insulin pump would need to be replaced.